Manufacturer narrative:
Product analysis: although the external pulse generator (epg) passed all incoming functional testing during analysis, it was indicated that the epg had a broken output connector assembly, a damaged keypad flex cable, pinched display wires, and a broken case. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.